Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole cylinder was found. The cylinder was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end of the cylinder. The first cylinder had a pinhole in the outer tube at the distal end of the cylinder. The first cylinder passed the leakage test. The second cylinder was microscopically inspected and had wear at fold in the proximal end of the cylinder. The second cylinder passed the leakage test. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole cylinder was found. The cylinder was explanted and replaced. No patient complications were reported.